Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered 10 units of insulin instead of the intended 1 unit of insulin when delivering a bolus. Customer's blood glucose level ranged from 167-270 mg/dl. Reportedly the customer consumed carbohydrates to address the reported issue.